Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire coating detachment occurred. The target lesion was located in an unspecified vessel in the groin. A 035/150 angled zipwire hydrophilic guide wire was advanced to the target lesion. The physician was performing an arteriogram in the left or right common femoral artery. While attempting to advance the wire, the device was stuck. It would not move forward. A "see-saw effect" (pulling the wire back and forth) was done. When they finished the procedure, it was noticed that the coating of the wire sheared off. Under fluoroscopy, it was noticed that the guide wire coating had sheared off and traveled to the popliteal artery. The patient was sent for surgery to remove the coating fragment. No further patient complications were reported and the patient's status was fine.